Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed r-wave amplitude variation on the right ventricular (rv) lead. No changes or interventions were reported. The patient condition was not known.